Event description:
It was reported that this right ventricular (rv) lead recently exhibited low, out-of-range pacing impedance (less than 200 ohms), which was replicable in-clinic via testing. Boston scientific technical services (ts) was contacted and discussed that the decrease was gradual, and most likely the result of physiological changes, as all other parameters were within normal limits. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.